Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 03-jun-2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair. No patient involvement was indicated to me, or our technician, at the time the pump was received for repair in our facility.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The reported problem was duplicated. The downstream occlusion sensor and upstream occlusion sensor were defective. Possible were cause is contamination as discoloration was found on the downstream occlusion sensor seal. The downstream occlusion sensor and upstream occlusion sensor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device, corrected data: the model number was incorrectly documented, in the initial submission.